Manufacturer narrative:
Intuitive surgical inc. (Isi) received the component involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The power supply was installed into a test system and it failed to power up. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the operating room lost power. The patient side cart (psc) and the vision side cart (vsc) turned on; however, there was no power to the surgeon side console (ssc). The customer confirmed that the ac outlet was working with other devices. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified that the power supply on the ssc was out. At that time, the surgeon made the decision to convert and complete the procedure as an open surgical procedure. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and replaced the console power supply to resolve the issue. The power supply is a hardware component that supplies the ssc with power.